Event description:
It was reported that an endovascular stent graft allegedly jumped 5cm from the intended site during deployment. Reportedly, the problem occurred when the proximal end of the stent reached the tip of the deployment sheath. The physician tried to move the stent graft back to the intended site with a pta balloon catheter. The physician was able to move the stent back approximately 3.5 cm. A competitor's stent was used to treat the site and anchor the flair stent graft. There was no injury to the patient. The patient's reference vessel diameter was 7mm and the patient's vasculature was not tortuous or calcified.

Manufacturer narrative:
The device history could not be reviewed as the lot number was not provided. The stent graft remains implanted. The investigation is currently underway.